Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR # 2134265-2014-04803. It was reported that balloon rupture occurred. Access was obtained with a 90cm non-bsc introducer sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left popliteal artery. A 130 cm non-bsc guide catheter and 014 non-bsc guide wire were advanced to the lesion. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter and a 2mm x 40mm x 145cm coyote¿ es balloon catheter were used to dilate the lesion. Both balloons ruptured at 10 atmospheres during the first inflation. A 2.50mm x1.5cmx140cm small peripheral cutting balloon¿ was also used; however, the balloon ruptured at 6 atmospheres on the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.